Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated to 6/1/2024.

Event description:
It was reported that in (B)(6) 2021, the patient had a 3.5x33mm xience expedition stent implanted in the right coronary artery. In (B)(6) of 2024, the patient experienced chest pain and was readmitted to the hospital on (B)(6) 2024. Angiography confirmed restenosis and occlusion in the rca stent. A 3.0x35mm non-abbott stent was implanted and 3.5x30mm drug coated balloon was used to the restenosis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of angina and stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequently, after the initial was filed it was noted that a posterior proximal segment dissection was noted after the treatment of the restenosis. The dissection was treated with a non-abbott stent. No additional information was provided.